Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was in the clinic due to redness and drainage from the driveline site. All of the cultures so far have been negative. The pt is being treated with prophylactic antibiotics and is at home. The pt will continue to be monitored.

Manufacturer narrative:
Based on the information available to the manufacturer, a correlation between the device and the reported driveline infection could not be determined. The patient remains ongoing on lvad support. Infection is however listed in the device's approved labeling as an adverse event that may be associated with the use of the left ventricular assist system (lvas). A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
In addition to the initial report, follow-up information obtained from the vad coordinator indicated that the patient tested positive for pseudomonas and was given oral antibiotics. The patient had reportedly been bacteremic post-implantation of the lvad with no oral suppression. Due to the ongoing driveline infection, during the patient's hospitalization from (B)(6) 2014, the driveline site was debrided. The patient did not experience a fever. Continued drainage occurred and IV antibiotics were administered during the admission and switched to oral antibiotics at discharge. The patient status was subsequently listed as bridge to transplant (btt) due to the pseudomonas driveline infection. The patient remains ongoing on lvad support and no further related issues have been reported.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.